Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer's blood glucose ranged from 162-163 mg/dl. The customer reverted to manual injections for insulin therapy.